Event description:
According to the customer, on (B)(6) 2023, the foley began to leak around the balloon and when the balloon was checked, urine came out of the balloon.

Manufacturer narrative:
According to the customer, on (B)(6) 2023, the foley began to leak around the balloon and when the balloon was checked, urine came out of the balloon. The customer reported an additional catheter was required to be inserted. The customer reported there was no serious injury or additional medical intervention required related to the reported incident. Sample was requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.